Manufacturer narrative:
Correction - h6 conclusion code should be "4310 - cause cannot be traced to device"

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23375. It was reported that there was a pocket infection discovered. The implantable cardioverter defibrillator (ICD) system was explanted, the patient was treated with antibiotics, and the patient was later reimplanted with a new ICD system.